Event description:
The customer contacted stryker to report that their device was non functional. They advised the device did not charge with a new battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be depleted hlc components bt1, bt2 and bt3. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was non functional. They advised the device did not charge with a new battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.